Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we received performance data collected from the device and have analyzed the data. The elective replacement indicator (eri) was indicated in save to disk on (B)(6) 2010 02:15:00, device rrt<=2.63 v. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2010 and (B)(6) 2010. The device also triggered the patient alert for low battery voltage on (B)(6) 2010 02:15:00. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is <80% of 99.9% longevity limit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): we received performance data collected from the device and have analyzed the data. The elective replacement indicator (eri) was indicated in save to disk on (B)(6) 2010 02:15:00, device rrt (recommended replacement time) <=2.63 v. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2010. The device also triggered the patient alert for low battery voltage on (B)(6) 2010 02:15:00. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is <80% of 99.9% longevity limit.

Event description:
It was reported that the device was removed and replaced due to early battery depletion. It was also reported, by the patient, that the doctor did a pocket revision as the wires were eroding the skin. Follow-up revealed the patient was undergoing radiation therapy and had thin skin. The device was downgraded to a biventricular pacemaker for this reason. There was no erosion or infection noted. No further patient complications were reported as a result of this event.